Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer obtained a 'lo' message (readings less than 40 mg/dl) which was lower than he felt and self-treated with a soda. The customer subsequently experienced symptoms of dehydration, shortness of breath, and called for an ambulance. Upon arriving at the emergency room, the customer was diagnosed with diabetic ketoacidosis and treated with insulin (dose/type unknown) and food. There was no report of death or permanent injury associated with this event.